Event description:
The patient had no sound percept and no lock between sound processor and the device in 2005, the patient was seen at center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's device is to be scheduled.